Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. The most probable cause of the forceps elevator burn was use of a high-energy treatment tool (high frequency, etc.) Without ensuring a sufficient distance from the tip. The foreign material in the scope can be detected/prevented by following the instructions for use which state: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. The forceps elevator burn can be detected/prevented by following the instructions for use which state: operation manual chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope operation manual chapter 4 operation:4.2 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material coming out from the inside of the instrument channel and the forceps elevator was burned. There was no patient involvement.